Event description:
Patient underwent successful embolization of the right prostatic artery. It was reported that following surgery an attempt was made with a subject guidewire to access more distally within the artery and the guidewire soft tip (about 10 cm) detached. The subject device fragment was advanced into the prostatic artery (which the physician desired to occlude) and the back end of the fragment prolapsed into the inferior gluteal artery. It was thought that the un-retrieved wire fragment was potentially beneficial to leave in place as it would help occlude the right prostatic artery, and there was almost no potential for harm by leaving it in place. There was no adverse consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the core wire/nitinol was separated at approximately 181.6cm from its proximal end. The core wire approximately 1.6cm section was protruding through the nitinol distal end. The guidewire separated approximately 20.0cm section was not returned. The guidewire was bent at approximately 40.0cm and 97.0cm from its proximal end. The guidewire was also bent on its nitinol section. Sem (scanning electron microscopy) was performed to characterize the separation site. The core wire and nitinol fractures sites appeared to be covered up with debris. From the sem images, the core wire and nitinol fracture appear to be ductile as there is indication of dimpling. Sem was only completed on the proximal nitinol and proximal fracture site as the distal end was not returned. It is not clear what caused the guidewire to fracture based on the information available. Based on the information available and the result of the analysis, the exact cause for the reported event cannot be determined.

Event description:
Patient underwent successful embolization of the right prostatic artery. It was reported that following surgery an attempt was made with a subject guidewire to access more distally within the artery and the guidewire soft tip (about 10 cm) detached. The subject device fragment was advanced into the prostatic artery (which the physician desired to occlude) and the back end of the fragment prolapsed into the inferior gluteal artery. It was thought that the un-retrieved wire fragment was potentially beneficial to leave in place as it would help occlude the right prostatic artery, and there was almost no potential for harm by leaving it in place. There was no adverse consequences to the patient